Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Conclusion and justification status: following investigation by bioengineering, it was concluded that: root cause: undeterminable it is not possible to say why this revision occurred. Under review as part of (B)(4) to see if a trend exists for the duofix tibial tray; the complaint shall be closed with an indetermined conclusion it shall be entered onto the complaints database and monitored through trend analysis. Should further information be received, then the complaint shall be investigated further. (B)(4).

Event description:
Osteolysis of the tibial tray, third body wear. Both tibial and femoral components looked to have scratches on the surfaces.